Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call a high pitch frequency noise and keypad anomaly. Customer replaced the battery and the device was back to normal. Customer was advised to monitor the insulin pump and call back if they have any issues.